Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem the customer stated there was nothing wrong. The system operated as intended.

Event description:
The customer reported the system would not complete boot up. No patient injury was reported.